Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2024. The patient had a sensor error 3 days after it was inserted into the abdomen. On 08/30/2024, the patient was receiving intermittent sensor errors. On 09/01/2024, the sensor error reoccurred and lasted for over 3 hours. Of note, no blood glucose meter readings were taken during the time she was not receiving continuous glucose monitor readings. The patient felt ¿half awake¿ and was unsure if she was passing out or sleeping. She was also shaking, her eyes were heavy, and stated it was possible that she lost consciousness at some point. The patient stated her memory of this event is ¿blurry¿ and she can no longer recall all the event details. She did state that she was with her family when this occurred and is unsure if they provided her with any medication or treatment. No medical assistance from a higher level of care was provided. Upon follow-up with the patient on (B)(6) 2024, she emphasized her ¿lack of clarity¿ regarding this event and preferred not to discuss it any further. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.